Event description:
Pt was revised to address loosening of the stem, which had no bony ingrowth and was removed fairly easily with a slap hammer. Surgeon also was concerned that the head appeared to be marred.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.